Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, resistance was felt upon crossing the lesion and when the device was removed, the distal part of the stent got lifted. The procedure was completed with a non-bsct device. No patient complications were reported.